Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm movement control was failed. Upon functional testing the fse found that the geo module was defective. The fse replaced the geo module and rebooted the system. After the replacement geo module and rebooting of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It has been reported to philips that there was geometry control fault. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with the geo module. The fse replaced the geo module and returned the system to use in good working order.